Event description:
It was reported by svc report that the tire material broke off the caster rims at the head of the stretcher causing the brakes to not be able to hold to spec. No pt involvement or adverse consequences are reported.